Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's nurse reported via phone call, the customer had gone for to his doctor's visit and when they downloaded the device; none of the boluses were showing. Alarm history on the insulin pump was checked and no recent alarms were noted. Self -test was performed and the device passed. History was missing set change and according to the customer. The nurse was advised the device needed to be replaced if the history was missing. The device is being returned for analysis.

Manufacturer narrative:
The insulin pump was monitored for three days and several boluses were programmed and delivered. All boluses were properly delivered and recorded at the bolus and daily totals history screen. No bolus anomaly was noted. The insulin pump had a cracked reservoir tube lip.